Manufacturer narrative:
Concomitant products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 11-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Patient reports device unable to recover from past overdischarges. It was noted that the patient was in the hospital several times for unrelated issues, and forgot to charge the ins each time. The ins was replaced. It was noted that inner-op, impedance check showed electrode 10 was out of range and greater than 4000 ohms. The rep attempted to clear the impedances while inserting the new battery, but was unsuccessful. The rep programmed around the impedances successfully. The issue was resolved at the time of the report. No symptoms were reported.